Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the pt's right eye (od) on (B) (6) 2009. The lens was explanted on (B) (6) 2010, due to low vaulting. The lens was exchanged for a longer lens.

Manufacturer narrative:
(B) (4). (B) (4).